Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the site was mid spin and the technologist took their finger off the button so half a 3-d spin occurred.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be duplicated. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being use for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the site was attempting to do a spin and the gantry made a screeching sound. The site pulled the system out of the room and proceeded without imaging. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. Inside the gantry was check and there was no visible blockage. The site was able to rotate the gantry fully with no noises. The site was going to take a test spin after the case.

Manufacturer narrative:
Additional information: it was determined there was an accidental radiation occurrence due to system noise. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation concluded the issue was due to workflow technique or error. Medtronic received additional information that the site was mid spin and the technologist took their finger off the button so half a 3-d spin occurred. Number of people exposed: 1 - patient total number of people in or unknown estimated absorbed or effective dose information is not available. If information is provided in the future, a supplemental report will be issued.